Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the device was off and hadn't been working. The caller didn't have any more information on this. MRI considerations were reviewed for unrelated MRI. No medical symptoms were reported. No further complications were reported or anticipated. No further complications were reported or anticipated.